Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro btt port and balloon ruptured. The reported unit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).